Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the transmitter assembly being in use during the incident, off-label use, implanting the neurostimulator too close to the targeted nerve, and migration have been ruled out. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient was implanted with a trial neurostimulator on (B)(6) 2025. The trial was successful with >80% pain relief and the trial was pulled as expected on (B)(6) 2025. On (B)(6) 2025, the patient reported their knee was hot and in constant pain. The patient was instructed to reach out to their doctor to discuss their concerns. As on (B)(6) 2025, there is no indication of issues and the patient is scheduled for a permanent implant procedure on (B)(6) 2025.